Manufacturer narrative:
Failure analysis is in progress, add'l info will be submitted once the quality investigation is completed.

Event description:
The micro sagittal saw was sent in for eval since it was smoking and overheating prior to a procedure. There was no pt involvement, no adverse event was associated with the device.